Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided, only the results for the elecsys ft4 ii assay were a reportable malfunction. The result from a cobas 6000 e 601 module was 19.02 pmol/l. The sample was tested in another laboratory using an abbott analyzer and the result was 15 pmol/l. On (B)(6) 2017, a frozen sample was rested on the cobas e601 and the result was 19.6 pmol/l. On (B)(6) 2017, a frozen sample was rested on the cobas e601 and the result was 20.3 pmol/l. The results were reported outside the laboratory. The patient was treated based on the tsh results from the cobas e601. There was no adverse event. Sample from the patient was submitted for investigation and an interfering factor was found in the sample. However, the identified interference was determined to not be the cause for the difference in the ft4 results generated with the roche and abbott assays. A specific root cause could not be determined. Most likely this difference is due to the overall setup of the assays, the antibodies used, and the different standardization materials and methodologies. The results from both methods were within their normal reference ranges.